Manufacturer narrative:
(B)(4).

Event description:
It was reported that a burr got entangled with the stent upon removal. The target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.25mm rotalink¿ plus was used to treat the target lesion. During procedure, the device stalled upon turning the device into dynaglide mode. It was then noted that extreme resistance was met upon withdrawal of the device. The physician decided to forcefully pull the device. As a result, an implanted non bsc bare metal stent was inadvertently removed along with the burr and got damaged. The physician re-stented the vessel with a premiere stent. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the coil and the burr of a catheter were returned for analysis. A wire was returned running through the coil and the burr. The coil had been cut from the catheter housing and the housing was not returned for analysis. The burr was interacting with a stent. The guidewire was removed with no resistance encountered. The stent was removed and the burr was inspected. The annulus was found to be damaged possibly due to the wire hitting off the annulus in attempt to remove the device during the procedure. The coil was inspected and was found to be broken and stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that a burr got entangled with the stent upon removal. The target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.25mm rotalink¿ plus was used to treat the target lesion. During procedure, the device stalled upon turning the device into dynaglide mode. It was then noted that extreme resistance was met upon withdrawal of the device. The physician decided to forcefully pull the device. As a result, an implanted non bsc bare metal stent was inadvertently removed along with the burr and got damaged. The physician re-stented the vessel with a premiere stent. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.